Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the piston rod of the infusion device got stuck near the end of its extension which caused the insulin to not be delivered. The infusion device did not display an alert or error message when this issue occurred. The patient experienced elevated blood glucose levels. No adverse event reported. Return of the suspect device was requested for evaluation.